Event description:
It was reported that the 4-40 stud was broken during the colon resection procedure. The case was completed with another handpiece. No patient consequence was reported. The device has already been disposed of.